Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation and was initially inflated to about 10 atmospheres. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.